Event description:
Pt alleged that device is not working because their blood glucose was 500+ mg/dl in 2004 (patient self-treated high blood glucose by delivering 10 units of insulin via injection). Pt reported that device had generated an occlusion error and a bolus cancelled alert.